Event description:
It was reported that a clear electrocardiogram (ECG) could not be obtained when connected with the ECG cable. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had a loose electrocardiogram (ECG) connector. It was also noted that the programmer was very scratched up, the left keyboard hinge was broken, the keyboard was loose and pulling apart at the right hinge pin and the stylus pen operation was intermittent.